Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('dislodged left essure coil/right essure coil could not be identified/migration') and toothache ('dental pain') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included redness and rash. Concomitant products included ethinylestradiol;norgestimate (ortho cyclen) for irregular menstruation as well as anesthetics, local. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced urinary tract infection ("urinary tract infection."), 7 months 16 days after insertion of essure (ess205). On (B)(6) 2014, the patient experienced prolonged periods ("experience a prolonged period of uterine bleeding lasting from two to four weeks."). On (B)(6) 2014, the patient experienced menstruation irregular ("irregular periods/irregular bleeding"). On (B)(6) 2014, the patient experienced toothache (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced alopecia ("hair loss/significant alopecia") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia,") and dysmenorrhoea ("dysmenorrhea,"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/worsening pain"), suprapubic pain ("suprapubic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), migraine ("migraines/worsening migraines"), teeth brittle ("brittle teeth"), genital haemorrhage ("worsening abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms"), autoimmune disorder ("auto-immune symptoms"), tooth fracture ("teeth breakage") and headache ("worsening headaches"). The patient was treated with surgery (had eighteen teeth extracted during this visit and on (B)(6) 2020, she underwent partial hysterectomy). Essure (ess205) was removed on (B)(6)2020. At the time of the report, the device dislocation, toothache, suprapubic pain, urinary tract infection, menstruation irregular, prolonged periods, genital haemorrhage, hypersensitivity, autoimmune disorder, tooth fracture and headache outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea, dyspareunia, arthralgia, migraine, alopecia, fatigue and teeth brittle had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstruation irregular, migraine, pelvic pain, prolonged periods, suprapubic pain, teeth brittle, tooth fracture, toothache, urinary tract infection and menorrhagia to be related to essure (ess205). The reporter commented: she has not been tested for a nickel allergy, but cannot wear ¿fake¿ or costume jewelry, which often which contains nickel because it causes redness and rashes where it touches the skin.she had eighteen teeth extracted during this visit for dental pain. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2008: results: showed the essure devices in the pelvis.. Ultrasound abdomen - on (B)(6) 2017: results: dislodged left essure coil. Diagnostic results: on (B)(6) 2017, patient had a performed underwent pelvic ultrasound, the right essure coil could not be identified. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('dislodged left essure coil/right essure coil could not be identified/migration') and toothache ('dental pain') in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included redness and rash. Concomitant products included ethinylestradiol;norgestimate (ortho cyclen) for irregular menstruation as well as anesthetics, local. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced urinary tract infection ("urinary tract infection."), 7 months 16 days after insertion of essure (ess205). On (B)(6) 2014, the patient experienced prolonged periods ("experience a prolonged period of uterine bleeding lasting from two to four weeks."). On (B)(6) 2014, the patient experienced menstruation irregular ("irregular periods/irregular bleeding"). On (B)(6) 2014, the patient experienced toothache (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced alopecia ("hair loss/significant alopecia") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia,") and dysmenorrhoea ("dysmenorrhea,"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/worsening pain"), suprapubic pain ("suprapubic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), migraine ("migraines/worsening migraines"), teeth brittle ("brittle teeth"), genital haemorrhage ("worsening abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms"), autoimmune disorder ("auto-immune symptoms"), tooth fracture ("teeth breakage") and headache ("worsening headaches"). The patient was treated with surgery (had eighteen teeth extracted during this visit and on (B)(6) 2020, she underwent partial hysterectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device dislocation, toothache, suprapubic pain, urinary tract infection, menstruation irregular, prolonged periods, genital haemorrhage, hypersensitivity, autoimmune disorder, tooth fracture and headache outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea, dyspareunia, arthralgia, migraine, alopecia, fatigue and teeth brittle had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstruation irregular, migraine, pelvic pain, prolonged periods, suprapubic pain, teeth brittle, tooth fracture, toothache, urinary tract infection and menorrhagia to be related to essure (ess205). The reporter commented: she has not been tested for a nickel allergy, but cannot wear ¿fake¿ or costume jewelry, which often which contains nickel because it causes redness and rashes where it touches the skin. She had eighteen teeth extracted during this visit for dental pain. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2008: results: showed the essure devices in the pelvis.. Ultrasound abdomen - on (B)(6) 2017: results: dislodged left essure coil. Diagnostic results: on (B)(6) 2017, patient had a performed underwent pelvic ultrasound, the right essure coil could not be identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Reporter and essure indication added. Events hypersensitivity symptoms, auto-immune symptoms, teeth breakage, worsening abnormal bleeding and worsening headaches were added. Essure removal surgery details and intervention added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.